Manufacturer narrative:
The catheter was inserted on (B)(6) 2024, for IV antibiotics. On (B)(6) 2024, the patient experienced bicep pain and the nurse was unable to achieve blood return. An x-ray of the patient's arm identified a kink approximately 10cm past the insertion site. The line was removed and a fracture was observed at the location of the kink. No photos were taken and the catheter was disposed of by the site. A review of the lot history revealed no nonconformances associated with the production lot. In further discussion with the complainant, they stated that they believed the kink was caused by activation of the bicep muscle with subsequent displacement of the catheter. They also noted that upon discovery of the kink, the line was flushed "aggressively" by the nurse, which caused the catheter to fracture.

Event description:
Customer reported a hydropicc line that kinked and fractured.